Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. A root cause could not be identified; the retain and DHR investigations met specifications. Reactions in sensitive patients is an identified residual risk; while unfortunate, the risk is outweighed by the medical benefits of the intended use of the product.

Event description:
While using nupro white varnish (raspberry flavor) a patient experienced an allergic reaction and a burning sensation. The clinician was unwilling to provide more information.